Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n150425026, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) reported a motor stall was seen at an initial interrogation. The stall occurred on (B)(6) 2015 at 19:00. The patient was in the operating room for a spinal surgery not related to the pump when the motor stall occurred. The patient did not recently have an MRI, but they did have an x-ray. The hcp was advised to check the pump logs again for a motor stall recovery message and to speak with the managing physician about next steps. As of 17:31 on (B)(6) 2015 the hcp did not see a motor stall recovery in the event logs. The pump had not been audibly alarming since the motor stall. The patient was being managed with oral medications. They were intubated and in the intensive care unit (ICU), currently resting comfortably. The patient had patient activated (pa) dosing, and each bolus was 10.9 mcg. They were allowed five per day. The patient was receiving intrathecal fentanyl 1000 mcg/ml at 423.7 mcg/day. The patient was indicated for the following uses: non-malignant pain and chronic low back pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the healthcare provider (hcp) stated that they have no details about the patient's spinal surgery or intubation as the hcp was not the patient's spinal surgeon. The records had been requested, but the hcp had yet to receive them. The name of the spinal surgeon was unknown. It was stated that they were not contacted regarding the patient's pump, so they did not feel that the issues the patient was having were related to the pump. It was noted that the patient's elective replacement indicator (eri) went off in (B)(6), so they were planning to replace the pump as soon as the patient was cleared for surgery again. If additional information becomes available, a follow-up report will be submitted.